Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a large crack along the backside of the insulin pump. The customer also reported that the device was alarming with a blank display. The customer stated the device was possible bumped while they were kayaking. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform displacement test due to blank display. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.